Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. Upon opening the package of a 2.5x8mm taxus express2 drug eluting stent, it was noticed that the stent was crunched up and only half the size, it should be on the balloon. Another of the same device was used to complete the procedure. There were no patient complications reported.